Event description:
The nurse was attempting to insert a 10 cm bard power glide midline catheter. The nurse accessed the vein and received a good blood return. The nurse advanced the wire and then she advanced the catheter over the needle. As she did so, the catheter broke apart. The patient was taken to interventional radiology where the remaining piece of the catheter was removed.